Event description:
It was reported the patient underwent surgery with implant of posterior spinal fixation (l3-l5 fusion, with the bumper at l2-l3). Sometime post-op, one rod broke. The patient underwent revision surgery. The rod was replaced.

Manufacturer narrative:
The product was returned for evaluation. Visual examination confirmed the device was broken. A review of the device history records did not identify any applicable nonconformance to specification.